Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer's blood glucose was 133 mg/dl. The customer confirmed that the issue did not result in a serious injury or hospitalization. While troubleshooting, the customer was advised that the failed battery test alarm would recur with each new battery inserted. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer was unable to complete the troubleshooting because he did not have another battery. The customer stated that he would call back later to complete the troubleshooting. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.